Event description:
It was reported that during a procedure for a stent graft to repair a splenic artery aneurysm, the stent graft would not deploy. Great resistance was met when the dr pulled back on the delivery system, so the dr removed the system from the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing upon receipt of the sample. The tuohy borst adapter and the 2-way stopcock were closed. The stent graft was released and enclosed. The tip was flush with the outer sheath. The system was heavily saturated with blood. No defects were found. The system was fully functional. The stent was fully released and enclosed in the pouch upon receipt of the sample, therefore, the reported problem could not be reproduced. Based on this, the alleged could not be confirmed. The results of the investigation are inconclusive. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.